Event description:
Pt sustained a gun shot wound to the proximal femur and was implanted with a trochanteric fixation nail, lag screw and locking screw on an unk date. It was discovered the pt had a non-union and it was noted the hardware did not fail. Pt was returned to operating room on (B)(6) 2011 and the nail and two screws were removed. This is one of three reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.